Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated. D4 - primary UDI number: a partial UDI was provided as the lot number is not known.

Event description:
It was reported in a general comment that during use of the copilot, access was obtained in the common femoral artery, and the copilot was connected to an unspecified interventional device when the bleed back control seal was noted to be leaking. The procedure was able to be completed with the same copilot. Due to the leak, there was a risk that the continuous infusion of heparinized serum may not have been delivered in the necessary dose during the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.